Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an out of range open circuit on electrode contact #1. Impedance tests did not make any difference to the impedance values. Additional information was received: it was reported that they did troubleshooting to involve stimulation on other contacts. The patient had experienced less therapy when the high impedances were present on that contact. The high impedances were not considered resolved, but they moved stimulation to another contact to avoid the contact with high impedances. Additional information was received: it was reported that it was not yet confirmed if there was a broken contact yet because they were trying to first stimulate another contact. If therapy was not sufficient on other contacts there would probably be a revision. Additional information was received: it was reported that stimulating the other contacts was far less optimal then the original contact. Additional information was received indicating that standard troubleshooting actions were taken and now another contact was being us ed for therapy. The impedance tests continue to show high, however, with therapy on the other contact has been sufficient so no revision surgery was planned.